Event description:
The initial reporter alleged discrepant results for five individual donor testing (idt) samples using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 8800 instrument. The initial samples generated reactive results for hiv. Upon repeat testing, the same samples generated non-reactive results for hiv. The following results were reported: - on (B)(6) 2024, sample ID (B)(6) generated a reactive result for hiv with a cycle threshold (CT) value of 40.26. - on (B)(6) 2024, sample ID (B)(6) generated a reactive result for hiv with a CT value of 38.14. - on (B)(6) 2024, sample ID (B)(6) generated a detected result with a CT value of 39.91. - on (B)(6) 2024, sample ID (B)(6) generated a reactive result for hiv with a CT value of 38.88. - on (B)(6) 2024, sample ID (B)(6) generated a reactive result for hiv with a CT value of 37.71. Serology results for the samples were negative.

Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. A review of the provided data indicated that the samples in question exhibited late amplification with low viral loads, as evidenced by high cycle threshold (CT) values. This suggests that the samples were near or at the limit of detection of the assay, which can result in wavering results between reactive and non-reactive outcomes. Serology results for the samples were negative, and the findings are consistent with a sample-specific issue rather than a product-related problem. The root cause of the discrepant results was attributed to the low viral concentration in the samples, which is expected behavior for samples at the assay's limit of detection. The device remains in operation at the customer site.